Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to another device (onetouch verioflex). The reporter was unable to give exact readings. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.